Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3888-56 (B)(6); product type: 0200-lead; implant date (B)(6) 2015; brand name pisces-quad; product ID 3888-56 (B)(6); product type: 0200-lead; implant date (B)(6) 2015-; brand name pisces-quad; product ID 3888-56 (B)(6); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported in (B)(6) 2024 their nerves stopped feeling the electrodes in the back of their head on the right side. Patient added that in (B)(6) 2024 the wires began bulging out of their neck. Patient stated the device is causing them more pain and they are having it permanently removed in 3 weeks; patient noted the pain will be horrible without the device. Agent documented information given and redirected to hcp. Patient noted they had waited longer for an MRI safe device, but still cannot have an MRI. Patient commented this delayed a ms diagnosis for several years.

Manufacturer narrative:
Continuation of d10: product ID 3888-56 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3888-56 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3888-56 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgery was scheduled for (B)(6) 2025. Patient developed pain from the device and she also needed mris for her other pathologies and was unable to obtain with the pns leads in place. Patient was no longer happy with the device and needed to get mris for other health reasons; therefore she elected for removal. Status unknown at this time.